Event description:
Boston scientific received information that during a routine follow up, this device and right atrial (ra) lead had triggered a lead safety switch which occured due to out of range pacing impedance measurements greater than 2500 ohms. Threshold test could not be performed due to patient's high rate of 120 beats per minute (bpm). The physician suspected a setscrew or header issue; therefore decided to reprogram the device. A x-ray of the leads and device header will be performed in the future to determine further action. The device and right atrial (ra) lead remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The device and right atrial (ra) lead remain in service at this time. A x-ray of the leads and device header will be performed in the future to determine further action. Once information is received of the x-ray a final report will be submitted. Should the device be returned to boston scientific the device and lead will undergo detailed laboratory analysis to determine the root cause of this event.